Event description:
It was reported that inflatable penile prosthesis (ipp) device was replaced due to cylinder side erosion and fluid loss. A new 18cmx12mm ipp device was implanted. Patient outcome information was not provided. Further information was requested but not provided. Should additional relevant details become available, a supplemental report will be submitted.